Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals unraveled while loading the seals into the delivery tube and the fourth seal did not deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. The three seal that had unraveled were used past the labeled shelf life.

Manufacturer narrative:
The device has not yet been returned to guidant cardic surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.